Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent spinal operation (laminoplasty, medial facetectomy, interbody fusion, posterior fusion, etc.) With the use of the medical device (nitinol guidewire). Intraoperatively, when extracting guidewire from the patient's body, it stuck on something and could not be extracted. The surgeon tried to extract guide wire by slightly loosening screw, but the wire broke and the fragment(s), approximately 1 cm in the bone l4, could not be removed from the patient's body. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.